Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched message caused by a failed lower auxiliary hook switch. The lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no patient incident.